Event description:
While inserting the IV set spike into a full 250 ml 0.9 nacl bag, the clinician noted a very loose fitting between the IV set spike and the spike input connector on the bag. With little effort the rn was able to detach the IV set from the bag causing the bag to empty onto the floor. When an additional 250 ml bag was spike the same looseness occurred which the spike would separate for the bag. When a 500 ml saline bag was substituted, the spike remained in the bag even with moderate detachment force. IV bag and set sent to biomedical for evaluation and reporting to mfg. Manufacturer response for IV y-type blood set, 200 micron filter, primary plum y-type (per site reporter). Manufacturer to provide return instructions for shipping product back. Manufacturer response for 0.9% sodium chloride injection, 250 ml, (brand not provided) (per site reporter). Manufacturer to provide return instructions for shipping product back.